Event description:
It was reported that a patient underwent a pelvic floor repair procedure for prolapse in 2009. Following the procedure, the patient experienced a mesh erosion, dyspareunia, pelvic pain and numbness down the legs. The patient had four additional procedures to address the erosion in an attempt to remove mesh vaginally. Currently, the patient is in stable condition. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: a piece of degraded partial mesh covered in blood was returned for evaluation. The device was visually evaluated. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.